Event description:
This report is filed as the first clip detached from the anterior mitral leaflet but remained on the posterior leaflet, requiring intervention. It was reported that during a mitraclip procedure in a patient with degenerative mitral regurgitation with a grade of 4, grasping of the leaflet was challenging due to prolapse of the anterior leaflet. The first good, positive grasp of the leaflet was confirmed on echo (3 grasps total) and the clip was deployed without difficulty. There was no difficulty with the visualization of the clip. While preparing a second clip for use, it was observed that the first clip had detached from the anterior mitral leaflet but remained attached to the posterior leaflet. No leaflet damage was observed. The second clip was used to stabilize the first clip which reduced the mr from 4 to 3. A third clip was implanted and reduced the mr to 2. The patient was reported to be clinically stable post procedure. In the opinion of the physician, the single leaflet device attachment was due to a big prolapse of the anterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda-deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally,there were no non-conformances issued for this lot that would have contributed to this event and a review of complaint handling database identified no other incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that grasping the leaflet was challenging due to a prolapse of the anterior leaflet. In the opinion of the physician the slda was due to a big prolapse of the anterior leaflet. Based on the information reviewed, the reported difficulty grasping the leaflets and subsequent slda appears to be related to patient/procedural conditions as it was reported by the physician that the prolapsed anterior leaflet likely contributed to the detachment. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). The mitrclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.